Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric femoral nail advanced (tfna), the buttress/compression nut did not adequately click into the d ring on the 130 degree aiming arm. The surgeon tried several times to get the triple sleeve with buttress nut to click into the 130 degree arm with d ring. They were able to eventually and get the sleeve to click into the d ring. There was no surgical delay. Procedure was successfully completed and the patient transported to post-anesthesia care unit (pacu). There was no patient consequence. This report is for one (1) aiming arm locking device. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the aiming arm locking device (p/n 03.037.015 lot l256278), 130 deg aiming arm (p/n 03.037.013 lot l236645), and buttress/compression nut (p/n 03.037.016 lot l282089) were returned. No visual defects or deformities were identified with any of the returned complaint instruments and their components. Functional testing was first performed by assembling the aiming arm locking device to the 130 deg aiming arm. The locking device was able to lock and secure onto the aiming arm the concomitant blade/screw guide sleeve was not returned, therefore, a separate, unrelated, blade/screw guide sleeve (p/n 03.037.017 lot 9542998) was available at us cq and used for functional testing. The buttress nut was able to thread along the blade/screw guide sleeve. The buttress nut and blade/screw guide sleeve assembly was able to slide into the 130 deg aiming arm. The buttress nut was able to snap onto the locking device and lock. The locked buttress nut was able to advance and retract the blade/screw guide sleeve on the aiming arm and locking device. The entire construct/assembly was able to function per tfna proximal femoral nailing system surgical technique (dsus/trm/0614/0109(7) 12/17) without any issues. This complaint is unconfirmed. Dimensional inspection was not performed/irrelevant as the complaint is unconfirmed. No functional or visual issues were identified during investigation. The complaint condition is unconfirmed as no visual defects, deformities or functional issues were identified with any of the returned complaint instruments and their components. No definitive root cause for the reported complaint could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.015 / produced as sub component with part number 60082593; lot: l256278; manufacturing site: hägendorf; release to warehouse date: 02.feb.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.